Event description:
Subsequent to the initial MDR, additional information was received on 03/29/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6)/2023, the patient experienced inaccurate cgm values which occurred several days after the sensor was inserted in the abdomen. During the night between 12:00 to 12:30 am, the cgm value displayed was 106 mg/dl, which seemed normal; however, the patient was confused and did not respond properly to questions by his spouse, which was his behavior when he was hypoglycemic. The spouse called emergency medical service (ems) and upon arrival the bg finger stick value was 60 mg/dl. The paramedics attempted to start an IV, but when they were unsuccessful, they treated him with oral otc liquid glucose gel to raise the bg level. They left after his bg level increased, and the patient did not go to the emergency room. Later the ems team returned to the home for a status check and found that the patient felt better, and the bg level was stable. No additional patient or event information is available. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted. The patient was confused and when asked questions seemed unable to be answered. His bg was 60 mg/dl, but the cgm was 106 mg/dl. His wife called 911 and paramedics treated him with an unknown jelly. At the time of the report, he was stable. No additional patient or event information is available. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.